Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-sep-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving in fumorph (25m/ml at 7.009mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient reported to the physician that the pump was not providing adequate relief. No environmental, external, or patient factors were known to have caused this issue. The pump and catheter were replaced on (B)(6) 2019. The issue was resolved and the patient was "alive - no injury." The event date was unknown. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft bearing. Analysis of the catheter revealed a non-significant anomaly; catheter was returned incomplete / in segments. As per the logs, the pump administered the following medications as of (B)(6) 2019: fentanyl (concentration: 3,000.0 mcg/ml, dose rate: 1,648.2 mcg/day), baclofen (concentration: 250.0 mcg/ml, dose rate: 137.35 mcg/day), ketamine (concentration: 7.5 mg/ml, dose rate: 4.1204 mg/day), and bupivacaine (concentration: 7.5 mg/ml, dose rate: 4.1204 mg/day). The previously applied patient and device codes is applicable to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's explanted pump was released by the pathology department on (B)(6) 2019. The rep would send the pump back next week when a return mailer kit was delivered. Mailer kit was ordered today and should arrive on (B)(6) and the rep would send back asap for analysis. No further complications were reported.